Event description:
Additional information was received on (B)(6) 2013 when it was reported that the previous night the patient was experiencing a tingling and stinging sensation about the generator and that it is "not working at all". The manufacturing records for the generator were reviewed and the device met all specifications prior to distribution. The manufacturer's consultant reported that he checked the patient's device on (B)(6) 2013 since the patient was complaining of a tingling sensation from the generator site when he swipes the magnet, does not occur with normal stimulation. System diagnostics resulted in output=ok/lead impedance=ok/dcdc=2/eri=no. The patient thinks the battery is dying because of the tingling sensation and was referred for a battery replacement. The patient's physician is 4 hours away and since the patient is in prison, has not been able to check the device. Good faith attempts for further information from the surgeon have been unsuccessful. Clinic notes were received dated (B)(6) 2013 which indicate that the patient's leads were functioning fine but he needs a new generator unit. The patient's settings were noted to be output=2ma/frequency=20hz/pulse width=250usec/on time=60sec/magnet output=2.25ma/magnet on time=60sec/magnet pulse width=500usec.

Manufacturer narrative:
.

Event description:
Additional information was received on (B)(4) 2013 when product analysis was completed on the explanted generator. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator.

Event description:
On (B)(6) 2013 it was reported that the patient was being in from prison for a surgical consult as the patient complained of pain from the device. Good faith attempts for further information from the physician were unsuccessful. On (B)(6) 2013 it was reported that the patient is still experiencing pain and the medical assistant was unsure of the nature or location of the pain. The surgeon stated that the prison did not explain whether the patient needed a battery or a battery and lead replacement surgery. Although surgery is likely, it has not occurred to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed generator met specifications prior to distribution.

Event description:
On (B)(6) 2013 it was reported that the patient underwent prophylactic generator replacement surgery. The explanted generator was returned on (B)(6) 2013 for product analysis. Product analysis is still underway and has not yet been completed.